Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to mishandling at the user facility. The event can be prevented by following the instructions for use (IFU) which state: "[caution] do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found no image due to a bad charged coupled device, deep dent in the distal end, lack of glue in the probe of the device, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was found during preparation for use of an unknown diagnostic procedure. There were no reports of patient or user harm associated with this event.